Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite extension set had a leakage issue. The following information was provided by the initial reporter: "...the IV filter fluid leaking where tubing meets filter requiring new lines."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-mar-2022. D4: medical device lot #: 21129162 d4: medical device expiration date: 02-dec-2024 h4: device manufacture date: 02-dec-2021 h6: investigation summary the customer reported the tubing was leaking, and returned one sample of 20028e. The sample leaked from the filter connection, and the complaint is verified. The root cause for the filter connection is force applied to the joint, the plastic in the connection was damaged and cracked. The connection was broken completely apart without excessive force, and the inside of the connection revealed damage to the plastic. A device history record review for model 20028e lot number 21129162 was performed. The search showed that a total of 17,602 units in 1 lot number was built on 07dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported bd alaris smartsite extension set had a leakage issue. The following information was provided by the initial reporter: "the IV filter fluid leaking where tubing meets filter requiring new lines."